Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, a 15 joule safety margin could not be obtained during defibrillation threshold (dft) testing. Additionally, the electrode revealed inappropriate sensing and the subcutaneous implantable cardioverter defibrillator (s-ICD) converted, but the shock was greater than 65j. As a result, the electrode and s-ICD were repositioned. No adverse patient effects were reported.